Manufacturer narrative:
Title: robotic colostomy takedown in a patient with extensive ventral hernias and adhesive disease source: journal of minimally invasive gynecology (2019) 00, 1-2. © 2019 aagl. Submitted june 23, 2019, revised october 31, 2019, accepted for publication december 4, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (june 23, 2019, to december 4, 2019), this study aimed to evaluate the "robotic colostomy takedown in a patient with extensive ventral hernias and adhesive disease" - (B)(6)-year-old female was diagnosed with stage iiia endometrioid endometrial adenocarcinoma in 2015, and when she underwent an optimal cytoreductive surgery, the 28-mm eea sizer perforated through the distal rectum, and a substantial length of the distal rectum had to be removed.